Event description:
It was reported by repair work order that the customer alleged that the wheel caster broke. Upon inspection of the unit by the service technician, it was identified that a caster wheel was broken at the bearing and would not roll.

Event description:
Upon inspection of the unit by the service technician, it was identified that the caster wheel horn and base tube were broken with exposed sharp edges.

Manufacturer narrative:
Upon inspection of the unit by the service technician, it was identified that the caster wheel horn and base tube were broken with exposed sharp edges.